Event description:
Flow rate too fast; infused in 12 hrs instead of 24 hrs. Fill volume 250 ml.

Manufacturer narrative:
Received one empty and used pump for evaluation and investigation. The pump was refilled with normal saline solution to the reported fill volume of 250ml for testing. When the pinch clamp was opened, the pump infused. A flow rate accuracy test was performed and the pump infused within specification. A review of the lot history found no confirmed complaints for fast flow for the reported lot.